Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found the arrow raulerson syringe (ars) was leaking during use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including one introducer needle, guide wire assembly, and dilator for analysis. The arrow raulerson syringe (ars) was not returned. Visual examination cannot be performed without the ars. A device history record review was performed, and no relevant findings were identified. The customer report of the ars leaking was not able to be confirmed. The ars was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer response and without the ars returned, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the physician found the arrow raulerson syringe (ars) was leaking during use. No patient harm was reported. The patient's condition is reported as fine.